Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 30 months ago. Aneurysm and vessel morphology from the time of implant were not provided. The pt has reportedly been followed regularly. On an unk date in (B)(6) 2010, the pt presented emergently with a ruptured aneurysm. The vessels were soft and friable and the aortic neck was tortuous and angulated at the time of the event. The physician attempted to gain control by performing an open conversion and explanted the stent grafts; however, the pt expired during the procedure. The explanted stent graft was not returned and no further info is available.

Manufacturer narrative:
(B)(4). Eval results: rupture, death; soft, friable vessels and the aortic neck was tortuous and angulated.